Event description:
Reportedly, the following alizea dr pacemaker is on consignment with sn: (B)(6), for reasons yet to be determined, on (B)(6) 2025 the device had its memories reset and the device activated. At the center, I maintain that I had never queried the device before this data. Already on that date, the device presented several alerts as shown in the attached photo. I would like to understand if the device can be implanted or will have to be returned for in-depth testing.

Manufacturer narrative:
The conclusions are as follows: the patient files analysis led to the following observations: the subject pacemaker was interrogated (in the box) 20 days before the event date (03/12/2025), so around 13 november 2025. During this interrogation, the automatic implantation detection was forced before the confirmation of connection (arrow in red) by the user before the implantation procedure (device still in the box). Since there was a lead connection suspicion associated to an implantation confirmation (forced), the minute ventilation (mv) sensor has been activated. This subject device can be implanted, once the leads will be connected, the mv oversensing will disappear and the related alerts. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the following alizea dr pacemaker is on consignment with sn: (B)(6), for reasons yet to be determined, on 11/27/25 the device had its memories reset and the device activated. At the center, I maintain that I had never queried the device before this data. Already on that date, the device presented several alerts. I would like to understand if the device can be implanted or will have to be returned for in-depth testing.